Event description:
Patient reported "left side capsular contracture baked grade iii." Healthcare professional reported a baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: weight to the spec, crease fold, deformation, white particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, a baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii.

Event description:
Patient reported "left side capsular contracture baked grade iii" and "implant is uncomfortable and causing back pain." The device remains implanted.